Manufacturer narrative:
(B)(4). Batch # r5a13a. Investigation summary: the analysis results found that the tlc75 instrument was received with no apparent damage and with a cartridge reload loaded in the instrument. The cartridge reload had the swing tab in the locked position, and the proximal six drivers up without staples; the remaining drivers were down with staples present. The swing tab was reset and then the instrument was tested for functionality with the returned cartridge reload and it performed as intended. In addition, three missing staples were noted along the staple line. It is possible that an improper handling of the reload caused the staples to fall out. The condition on the returned reload is consistent with an improper loading technique, as it is possible that the firing knob was not returned to its home position while loading the reload. Please reference the instructions for use. It should be noted that 100% inspection is performed by means of automated vision system to insure staples presence; the swing tab is present and unlocked. In addition, two photos were provided. Both pictures show the halves of a linear cutter 75 inside of a plastic bag with a blue reload loaded. Due the position of the device, it is not possible to see the condition of the reload. Based on the photos reviewed, the event described cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. (B)(4).